Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during clinical use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Autofill failure alarm occurred; it was confirmed in the logs. No harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that issue could not be duplicated. Product passed all functional and safety tests per manufacturer specifications. It is unknown if a getinge balloon was used.